Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release specifications. The device remains implanted and is not available for evaluation. The physician has been asked for additional information regarding this complaint and the investigation will accordingly updated once a response is received. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2022, a patient presenting with thoracoabdominal aneurysm and was treated with a conformable gore® tag® thoracic endoprosthesis. The patient's blood pressure started dropping intraoperatively. The patient entered cardiac arrest and required revival. Their condition stabilized and the procedure was successfully completed. The patient later died due to multi-organ failure between november 12 and november 13. It is has not indicated if the reported adverse event during the implantation and the patients death four days after the event is related to the the usage of the gore® tag® conformable thoracic endoprosthesis or gore® dryseal flex introducer sheath.

Manufacturer narrative:
Medwatch #2017233-2022-03503 was sent in error. There is no information indicating that the multi-organ failure or death was device-related; therefore, this case is no longer considered reportable and is being retracted.